Manufacturer narrative:
(B)(4). Pump passed displacement test and self test. Pump error 63 alarm (variableinfo=3) confirmed in the pump history due to broken trace on u1 keypad assembly.

Event description:
The customer reported that the insulin pump received hardware low level failure alarm while doing self test. Customer's blood glucose value was unknown. The customer states that they were able to clear alarm. Customer was able to complete insulin pump rewind. The customer reported that fill cannula was recorded in daily history. The customer also reported that the charger had missing piece and clip was broken. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.